Manufacturer narrative:
No product was returned for evaluation. Although the patient¿s controller was dropped, a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on vad support and no further related events have been reported at this time. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had dropped the system controller while being cared for at a long term care (ltc) facility. The event resulted in driveline exit site trauma, and an increase in bleeding and drainage at the exit site. Overall the patient was feeling well, but reported poor appetite. The patient denied dyspnea, pain or palpitations. The gastrointestinal area was soft, nontender, nondistended and no organomegaly. On exam, yellow drainage was observed on the driveline dressing. A dressing change was completed, and the site was without redness or bleeding; however, a small amount of yellow drainage was observed. The following morning the dressing was assessed, and was without infectious appearance. The patient was advised by the vad clinicians to change the dressing daily, and to start applying a silvercel dressing to protect the area. Antibiotics were not utilized due to the patient¿s allergy sensitivities. No additional information was provided.